Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autoguard gn 18ga x 1.16in experienced a frayed and defective catheter during use. The following was reported by the initial reporter: "the plastic piece surrounding the needle was frayed and defective causing the patient to have to be stuck again with another catheter."

Event description:
It was reported that a insyte autoguard gn 18ga x 1.16in experienced a frayed and defective catheter during use. The following was reported by the initial reporter: "the plastic piece surrounding the needle was frayed and defective causing the patient to have to be stuck again with another catheter.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-27. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one opened unit. Upon inspection of the received unit, our engineers identified key characteristics, in the damage sustained by the catheter tubing which, suggests the damage is the result of a needle spear through. The reported defect was confirmed. This type of defect can occur during the manufacturing process or in the clinical setting. There is an automated vision system in place that inspects the products during manufacturing, as well as a sampling plan to mitigate the occurrence of this defect. Since the package had been opened it is also possible the defect occurred during tip adhesion break or the venipuncture attempt. Based on the information available, bd could not determine with certainty if the defect occurred during manufacturing or in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.